Manufacturer narrative:
(B)(4). On (B)(4) 2012, the customer reported to the philips response center (rc) that the device failed the defib test segment of the user initiated operational check (opcheck) and the ready for use indicator (rfu) displayed red x. There was no patient involvement. The rc had the customer check for error in the status log. On (B)(4) 2013 the customer site biomed reported that he was able to intermittently recreate the stated problem. The status log had contained an entry that indicated an issue with the therapy pca. The replacement of the therapy pca resolved this intermittent malfunction. The device passed all performance assurance tests and was returned to service. This was a malfunction of the therapy pca.

Event description:
The customer reported to the philips response center (rc) that the device failed the defib test segment of the user initiated operational check (opcheck) and the ready for use indicator (rfu) displayed red x.